Event description:
Arjohuntleigh received a customer complaint where it was indicated that a patient was found sitting on the floor, unhurt, after slipping off a chair. A new "flite" disposable sling that had been provided for this patient, and checked before use, was placed under the person. A staff nurse and a health care worker were present and lifted the patient from the floor. When the patient was only 30cm off the floor, one of the clips and connecting straps came away from the sling, allowing the patient to fall back against the chair, without sustaining injury.

Manufacturer narrative:
(B)(4). Arjohuntleigh received a customer complaint where it was indicated that during lifting the patient that had slipped off a chair onto the floor, off of the floor using a maxi move lift: when the patient was only 30cm off the floor, one of the shoulder straps on the disposable sling (flite) ripped at its stitches at one single part of a double-part strap allowing the patient to fall back towards the nearby chair, without sustaining any injuries. When reviewing similar events, we have found a low number of cases with similar fault description (strap stitches failure) on the previous version of the product, and with the current design version. The occurrence rate observed for reportable complaints (since 2010) with this failure mode is considered to be very low and stable comparing to the amount of sold flites - mfa1000m type (more than 220,000 sold yearly) and in comparison to their daily use. Although the focus of the complaint was on the sling, the lift was inspected, and no malfunctions were found on the maxi move lift that could have caused or contributed to the event. An on-site inspection found the disposable "flite" sling in good condition except for one of the shoulder straps having ripped at one single part (consisting itself of two sides, both of which ripped through) of the double-part strap. Based on the info received we can conclude that the lift and the slings which work as a system were found to have malfunctioned when the event took place (they were to specification but failed as a result of the event). It has been established that the lift device (maxi move) and the disposable "flite" sling were being used for patient handling at the time of the event and in that way contributed to outcome of the event. We have investigated the sling failure and we do not think is likely to lead to risk to health: the safe working load for disposable "flite" slings of the identified batch and with the model number: mfa1000m-m is 272 kg and fulfills the iso10535 requirements safe working load . The products were load tested over their swl and passed. It was decided to provide additional tests to check the load of each strap in the disposable "flite" slings - leg and shoulder. The result shows that these straps perform as intended. When bearing in mind that the safe working load of these disposable slings is 272 kg and that it was used for a person of only (B)(6) this can be seen as a considerable safety margin during normal, on-label use. Therefore, for the strap to have become broken, it needs to be overloaded. We have simulated this type of event to find out how this can occur. Our simulations show it to having been damaged by becoming caught in obstruction - most likely by an attempt to lift the person from the floor, blocking the sling under castors of the lift of chassis leg of the lift and lifting without checking (a much higher strain than during normal use coming onto one of the four sling straps). Note that the lift IFU shows how to lift from the floor and instructs to only continue lifting after the person is first initially lifted from the floor and has cleared the chassis legs. During normal and on-label use, without any malfunction, it is highly unlikely that the strap of a disposable flite sling will become ripped from the main body of sling. Even if and when this is the case due to off-label use as presented in this event, the rip as presented here is not likely to cause a full drop. This because each strap is designed to exist out of two parts, both from the outside of the sling body. Both these parts lead towards the clip that hold the sling to the lift device. The sling is sewn into both sub-straps and if pulled to break, it is the stitching at the sling body that breaks. This means the clip is still attached to other sub-strap and although there may be a jolt, a full drop is prevented by design. In addition in this type of event, the lift was from the floor and with the sling likely jammed under the chassis leg, the height of any drop would likely be limited. From the info available, the simulation performed and our evaluation, we have come to find it most likely that the event was caused by use error: not following the instructions for use section that explains e.g. How to safely lift a person from the floor with the device. Note that the customer was visited and interviewed by a local arjohuntleigh rep. The training provided for the caregiver counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. We found this complaint to be reportable to the competent authorities.